Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The d4 "UDI" field was corrected based on information available at the time of the initial report submission. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the printed circuit board (cr board) failed due to dust accumulation. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source began producing a b30 scope communication error during preparation for a diagnostic endoscopy procedure. According to the initial reporter, the intended procedure was cancelled. There was no patient harm reported as a result of this event. This complaint is related to report with patient identifier (B)(6).